Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 8 months post implant of this 14mm pulmonary valved conduit in a (B)(6) pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to stenosis and moderate regurgitation. No additional adverse patient effects were reported.